Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Initial review of device data indicated a treated and non-treated episode with oversensing of noise. Provocation tests were unable to reproduce any noise. Boston scientific technical services provided troubleshooting options. The patient was hospitalized; the s-ICD remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated x-ray imaging did not show any abnormalities with the system. The s-ICD was reprogrammed to the secondary vector and remains in service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Initial review of device data indicated a treated and non-treated episode with oversensing of noise. Provocation tests were unable to reproduce any noise. Boston scientific technical services provided troubleshooting options. The patient was hospitalized; the s-ICD remains in service. No additional adverse patient effects were reported.